Manufacturer narrative:
Other relevant device(s) are: product ID: a810, serial/lot #: unknown, product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2.85 mg/ml of morphine at 1 mg/day and 5.36 mg/ml of ropivacaine via an implantable pump. On (B)(6) 2022, it was reported that incorrect programming was performed on pump containing a mixture of morphine and ropivacaine. The medical doctor programmed the pump using the concentration value of the 2 substances according to the marketing bulbs and not the real concentration, which calculated after having made the mixture for the pump. The hcp had programmed the pump by entering the following values: morphine 10 mg/ml and ropivacaine 7.5mg/ml. However, the actual concentrations after mixing were, according to the calculations by hand, morphine 2.85mg/ml and ropivacaine 5.4 mg/ml. The patient was underdosed in morphine as a result and did not obtain any pain relief. It was determined that the hcp had poor understanding of a tool to help calculate concentration created by one of their colleagues. Other healthcare providers questioned the doctor about the mixture that was put in the pump and then, using the volume of each product introduced and stock concentration of each, calculated the actual concentrations with support from the technical services team. The transition bolus that was introduced by the doctor at noon was stopped and the patient's pump was reprogrammed. The patient was hospitalized for monitoring. The issue was considered resolved at the time of the event. The patient's status w as listed as "alive - no injury".